Manufacturer narrative:
D.2b medical device type: one additional code applies; jka d4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, needlestick injury occurred as the needle was being withdrawn when the patient¿s hand moved unexpectedly. There was no health impact or consequence reported. Reported verbatim: customer problem: customer reports a needlestick while using cat (B)(4). -steps taken with customer/troubleshooting: per customer, the incident occurred while a team member was drawing blood from the back of a patient¿s hand. As the needle was being withdrawn, the patient¿s hand moved unexpectedly, resulting in a needlestick injury to the phlebotomist before the safety device could be activated.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, needlestick injury occurred as the needle was being withdrawn when the patient¿s hand moved unexpectedly. There was no health impact or consequence reported. Reported verbatim: customer problem: customer reports a needlestick while using cat 367342. -steps taken with customer/troubleshooting: per customer, the incident occurred while a team member was drawing blood from the back of a patient¿s hand. As the needle was being withdrawn, the patient¿s hand moved unexpectedly, resulting in a needlestick injury to the phlebotomist before the safety device could be activated.